Event description:
During an implant procedure, the right ventricular (rv) lead was observed to be twisted. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of ¿lead was twisted. Was not confirmed. As received, a complete lead was returned for analysis. Visual and x-ray inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.